Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type screening device product ID 977d260 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type screening device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the external neurostimulator was discarded by the customer.

Manufacturer narrative:
Concomitant products: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: screening device. Product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 11-may-2025, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(4), ubd: 11-may-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that post spinal cord stimulation trial implant, the patient presented with intense pain in her lumbar region and top of legs. There were no environmental, external or patient factors identified. The doctor placed leads, the manufacturer representative programmed device, and as patient was leaving the clinic, intense pain in her low back and legs began. After pain presented, stimulator was turned off to rule out as cause of pain. Patient confirmed the pain was lower in her back and still present despite the stimulator being turned off. She stated she was having a hard time breathing and was in an intense amount of pain. Trial leads were pulled from patient's epidural space. Patient was transported via ambulance to hospital for further evaluation and imaging to assess for epidural hematoma. The trial leads were disposed of.